Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that elevated carbon dioxide (co2) results were obtained for multiple patient samples on a dimension exl 200 instrument. The customer indicated that quality controls (qcs) recovered within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse determined the water bottle on the instrument was contaminated with bleach. The cse rinsed the bottle several times and flushed the system. The cse did not observe any visible leaks. Next, the cse ran a successful system check. Then, the customer processed qc, which recovered acceptably. Siemens concluded that a water contamination issue potentially contributed to the event, which was resolved by the actions above. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that elevated carbon dioxide (co2) results were obtained for multiple patient samples on a dimension exl 200 instrument. The erroneous results were reported to the physician(s), who questioned the results. The samples were sent to an alternate facility, tested on an alternate instrument, and recovered lower than the erroneous results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention nor adverse health consequences due to the elevated co2 results.